Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and a broken force sensor was detected during seating. Customer's blood glucose level was 200 mg/dl. Customer also stated that the insulin pump was damaged and there was crack at the back of the insulin pump from the battery compartment all the way to the bottom of the pump. There was no damaged on reservoir lip ring. The device will be returned for analysis.